Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog , serial # unknown, product type programmer, patient.

Event description:
Information was received from a manufacturer representative and patient with an implantable neurostimulator (ins) implanted for tremor. The patient turns the device off at night (around 10/10:30pm) and back on again in the morning (around 7:50/8:00am). On a couple occasions, the patient noticed it was already switched off when she went to switch the device off. The patient had also mentioned that there was an error message on the patient programmer. It was believed this error message was the battery replacement indicator for the patient programmer as the batteries needed to be changed when it was checked. The settings included the following: the right side utilized c+ and 3-, an amplitude of 0.7 v, pulse width of 60 microseconds, and a frequency of 145 hz; and the left side utilized electrodes c+ and 8-, a amplitude of 1.1 v, pulse width of 60 microseconds, and a frequency of 135 hz. An impedance test was performed. The therapy impedances was 1726 ohms, current 0.650 on the left, and 1151 ohms, current 0.614 on the right. The impedances of 8 <(>&<)> 9 were 32 ohms which concerned the manufacturer representative as the patient was programmed c+ 8-. The impedances of 0<(>&<)>2 was 4003, 0<(>&<)>1 was 4732, 0<(>&<)>3 was 4048, and 1<(>&<)>3 was 4176 ohms. The battery voltage was at 3.02 v. The patient complained of a tingling in her left hand when it was switched on and when running impedance tests. As the patient was well controlled, the nurse was not keen to reprogram in view of the therapy impedance. The following information was provided by the patient in her diary on the ins: the patient used the ins from 9:25am-10:00pm on (B)(6) 2016. On (B)(6) 2016, the patient called the hospital as she could not get the device to turn off as it came up with an error code. The nurse advised the patient to check the batteries and look at the error codes in the book. On (B)(6) 2016, the error code appeared and "turned off after taking the batteries out" at 11pm. The ins was used 7:30am-10:22pm on (B)(6) 2016 and 7:30am-10:00pm on (B)(6) 2016. On (B)(6) 2016, the patient thought she had switched it on at 09:03am but, when the patient checked at 1:00pm, it wasn't on so the patient switched it on. The ins was switched off at 10:00pm. On (B)(6) 2016, the patient struggled to get the device on at 7:30am. At 12:30pm, the patient checked the battery and it said it was off and she could not get it to switch on with the device. New batteries were bought and the patient managed to turn the ins on at 8:15pm. The patient left it on since (B)(6) 2016. It was not switched off as the device was coming up with an error code with a symbol of a key and sometimes switching between a symbol of a battery. Of note, the patient programmer was dropped on hard concrete on (B)(6) 2016. The patient programmer was replaced at the hospital. The ins was turned on and off at the hospital to check the new patient programmer and it was ok. The patient switched the ins off at 12:38am the morning of (B)(6) 2016. The ins was utilized 07:30am -10.00am on (B)(6) 2016, 07:30am-12.38am on (B)(6) 2016 into (B)(6) 2016, and from 10:38am -10:00pm on (B)(6) 2016. The data from the device was obtained on (B)(6) 2016, and there were no por or oor messages registered. Based on the data, the ins registered the following occurrences where the ins was turned off by the patient programmer: the therapy was turned on at 07:39 am on (B)(6) 2016 and was left on for 6 days and 14 hours; the therapy was turned off at 9:43 pm on (B)(6) 2016 10 for 1 day and 9 hours; the therapy was turned on at 6:44 am on (B)(6) 2016 for 13 hours and 11 minutes; the therapy was turned off at 7:55pm on (B)(6) 2016 for 23 hours and 7 minutes, and then was turned back on (B)(6) 2016. After the patient programmer was replaced, the patient was fine. There had been no "unexplained switch offs."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.